Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of iabp helium loss alarm is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: for complaint related to the same patient and event see MDR #3010532612-2019-00280 and tc #1900070964.

Event description:
It was reported that the intra-aortic balloon (iab) catheter was inserted without any difficulty using a sheath. Thirty minutes post insertion the intra-aortic balloon pump (iabp) began alarming for possible helium loss. The staff checked all the connections but that did not resolve the alarm. There was no evidence of blood in the line. The decision was made by intensivist to remove catheter as a possible balloon rupture. The patient was taken to the or for bypass surgery and another iab was not inserted.

Manufacturer narrative:
(B)(4). For complaint related to the same patient and event see MDR #3010532612-2019-00280 and tc # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) catheter was inserted without any difficulty using a sheath. Thirty minutes post insertion the intra-aortic balloon pump (iabp) began alarming for possible helium loss. The staff checked all the connections but that did not resolve the alarm. There was no evidence of blood in the line. The decision was made by intensivist to remove catheter as a possible balloon rupture. The patient was taken to the or for bypass surgery and another iab was not inserted.